Event description:
It was reported that CGM displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not return, and successfully started new sensor session; no additional issues were reported.